Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager balloon ruptured at 12 atm during the first inflation. The procedure was completed using another balloon catheter. Reportedly, there were no pt effects. No add'l info was available.

Manufacturer narrative:
(B)(4).